Manufacturer narrative:
A correction was made so information could be included.

Event description:
It was reported the patient had their ipg replaced because the ipg was inoperable. The patient had not charged and maintained their device as recommended. Stimulation therapy was reportedly restored postoperatively.